Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead in the cut areas. With regard to the threshold issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead was explanted about 2 months after the implantation due to high threshold. Measurements at explantation: threshold 1.2v / 1.5ms, sensing 8mv, impedance 390 ohms. No adverse patient side effects were reported. This lead was returned for analysis.